Event description:
A malfunction was reported on a customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction codes reappear, which the customer understood and acknowledged.